Event description:
It was reported to philips that the device's "battery charger cradle is defective". As the xl+ battery is charged in the device itself, by placing it into the battery compartment, we are considering that the customer believes there is an issue with the battery compartment. There is no patient involvement.

Event description:
It was reported to philips that the device's battery charger cradle is defective. There is no patient involvement.